Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected and confirms the tear/cut in the silicone housing; this is probably due to a sharp or pointed object coming into contact with the silicone housing or wrong handling. Review of the history device records confirmed the valve product code 82-3832, with lot crpbw4, conformed to the specifications when released to stock on the 6th february 2015. The root cause of the tear/cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing or wrong handling, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, during implantation, leakage was noted in the 5-10mm distal part from the reservoir when the surgeon checked fluid flow after placing the catheter and the valve. The valve was replaced with another product and the case was completed without further issues. There were no adverse consequences to the patient.